Manufacturer narrative:
Analysis of the 9733858 found an unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the computer became unresponsive on the boot up screen. There was no patient present when the issue occurred.